Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. To treat the low bg level, the customer consumed grapes and juice. Reportedly, the suspected cause of the low bg level was due to insulin stacking. Review of the bolus calculations by tandem technical support showed that based on the carbohydrates and bg value that had been entered by the user, the pump recommended the correct value. Reportedly, the customer's bg level was 65 mg/dl during the meal bolus; however, the customer programmed a bg value of 91. It was unknown if the incorrect bg value had been entered by the customer for the meal bolus. Additionally, it was reported that the customer consulted with health care provider (hcp) and recommendation was made by hcp to use the extended bolus feature. Reportedly, the hcp believes the low event was due to the customer not using the extended bolus feature on the pump.